Event description:
It was reported that the insulin pump alarmed and the spring inside the battery compartment was damage. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded battery tube and a battery contact. However, the device was monitored and all operating currents tested ok. Further testing was not performed due to the blank display.